Event description:
During a follow-up, the device was found in backup vvi mode. The device was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
As received, the device was returned for analysis in backup vvi mode. Visual inspection revealed cautery marks on the can. Analysis of device image indicated nmi (non maskable interrupt) occurred and caused the device to revert to bvvi, but the cause of nmi is unknown. The device was monitored for 10 days, and the nmi error was not reproduced. Further analysis performed including thermal and mechanical testing of the device, did not find any anomaly. Battery level was found above eri. Based on the device analysis, the cause of the reported incident could not be conclusively determined.